Event description:
It was reported that upon interrogation, a device reset error was displayed. The error was cleared and the device was reprogrammed to pre-reset parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A critical ram parity error occurred in address (B)(6) 2014. Power on reset (por) severity is low, so the device should be able to fully recover after reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.